Event description:
It was reported that approximately three years post-implantation, the patient underwent a right hip revision due to reported noises and premature poly wear. The patient reported squeaking during walking and mobilization without painful symptoms, which limited daily activities. The revision was performed and there was premature wear of the polyethylene. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in italy. D10: concomitant medical products: desc: xlpe poly liner 50/52/54 x 36; item: 00-6305-050-36; lot: 65146725 investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.